Event description:
It was reported per call report that the radiology lead technician contacted the clinical support specialist (css) directly via cell phone. The technician stated that they had a situation this past weekend in which they were unable to pass the intra-aortic balloon (iab) thru the wire reinforced sheath, so they switched sheaths over the spring wire guide (swg) and inserted the polyurethane sheath and were able to insert the iab thru that sheath. The technician reported that the patient had more bleeding at the insertion site than they expected.

Manufacturer narrative:
Sample will not be returned for evaluation.